Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that their health care provider had helped them with changing the settings on their insulin pump earlier. The customer was assisted with troubleshooting and was advised to change the reservoir and infusion set. The customer was sent new reservoirs.